Manufacturer narrative:
(B)(4) analysis was normal. No anomaly was found.

Event description:
It was reported that loss of capture was observed. Attempts to reset the ventricular were made but loss of capture was still observed. The lead was replaced and the thresholds were good. Patient condition is stable.